Manufacturer narrative:
The subject product was returned for evaluation and visually inspected. The peg glass cartridge and the albumin glass cartridge were both received physically fractured. There were no signs of damage to the push rod or other components. A dimensional inspection of the vials found no anomalies. Manufacturing review was conducted for this lot showing the device met specification when released to stock. The broken fragments were not returned but it was initially reported that some glass material was noted in the product tray indicating that the glass vials were damaged within the packaging. It is not likely that persons handling the product in the kit assembly process would not detect physically fracture vials. Therefore we cannot reach a definitive conclusion at this time as to when and how the vials were damaged.

Event description:
Information as reported to davol: it was reported that when the progel was opened for use in a robotic lobectomy, it was noticed that the glass vile that the peg compound came in was broken and there were little pieces of glass in the bottom. An attempt to use the product was made because the vial didn't look broken initially and the progel leaked out of the vial upon loading into applicator housing. The outside packaging was not reported to be damaged. Another progel was opened and used to complete the case. There was no patient/user injury as a result of this malfunction.